Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have rapid gum recession, an abscess and potentially a fracture in my tooth that I have been referred to a specialist for and they have provided a letter of recommendation from their dentist. The dentist states they do not recommend the use of the byte aligners.

Manufacturer narrative:
Follow-up report was submitted to FDA on 11/17/2025 that included this information.